Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for inclusive mini implant lot# 6115617 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the DHR was reviewed for inclusive mini implant lot# 6115617 is not applicable for review since the issue is customer related. Investigation methods/results customer did not return the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the contraindications section: "patients should be evaluated before the time of surgery for factors that put them at risk from the implant placement procedure, or that may affect healing of bone or surrounding soft tissue. Implant placement in patients medically unfit for oral surgical procedures is contraindicated. Patients with systemic, localized or pharmaceutical treatment factors that compromise their ability to heal should be carefully evaluated. Do not place inclusive mini implants if there is not adequate bone width or height to contain the implant." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the warnings section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the warnings section: "inclusive mini implants should always be used in sufficient quantity to prevent excessive stress on the implants; at least one pair in all cases. Absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration."

Manufacturer narrative:
Additional information: a3a, a6, b1, b2, d3, h6 (type of investigation) corrected information: b5, e1, g1, g4, h1, h6 (investigation findings, investigation conclusions) CAPA ca-00016. Manufacturer reference: comp-(B)(4).

Event description:
It was reported that the inclusive mini implant failed. The patient presented on (B)(6) 2023 for a primary procedure on tooth #13. The patients bone quality was reported as type iii and oral hygiene as good/fair. The patient returned within three weeks of implant placement on 07-14-23 with no symptoms. It was determined that the implant had a lack of primary stability/failure to osseointegrate and the device was explanted. The provider reported they were going to make an overdenture on the mini implant. The implant was not yet replaced but they would like to in the future.

Event description:
It was reported that the inclusive mini implant failed. The patient presented on (B)(6) 2023 for a primary procedure on tooth #5. The patient returned on (B)(6) 2023 and it was determined that the implant had a lack of primary stability. It was at that time that the device was explanted.

Manufacturer narrative:
The device has not been returned. If/when the device is returned, an investigation will be completed and a supplemental report will be submitted. CAPA 2023-006.

Manufacturer narrative:
The device investigation has been updated and the results are as follows: investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. Root cause: "lack of primary stability" and "failure to osseointegrate" are common complaints in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability and failure to osseointegrate are inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, there was a fit issue as well. The probable cause for this issue may be due to an over prepared osteotomy. IFU 4990 rev 4.0 (inclusive mini implant system) contains the following statement in the drilling protocol section: "mark each implant site on the patient's tissue. Select the appropriate cortical bone drill (1.5 mm, 1.7 mm, or 2.4 mm), as determined by the patient's bone density and the diameter of the implant to be placed. Carefully place the drill directly above the implant site and gently drill through the tissue and alveolar crest using an in-and-out motion and profuse, sterile irrigation to a depth of one-third (1/3) to one-half (1/2) the length of the implant threads. If placing 3.0 mm diameter inclusive mini implants, continue drilling to a depth of at least two-thirds (2/3) the length of the implant threads." CAPA ca-00016. CAPA 24-005. Manufacturer reference: (B)(4).